Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-may-2026, it was reported by a sales representative via email that an ar-8934bck biocomposite suturetak anchor broke during insertion. This event was discovered during a procedure. No product was implanted, as a replacement device was opened and used to complete the case. There was no delay in the procedure and no harm to the patient. Additional information was received on 21-may-2026: the event occurred during a lateral elbow procedure on (B)(6) 2026 while the device was being inserted into the patient. All fragments were successfully retrieved. The procedure was completed using an alternative ar-8934bck biocomposite suturetak anchor. There was no reported case delay or extension of anesthesia.